Event description:
It was reported that an oic peek cage allegedly fractured slightly on impaction during surgery. There were no adverse effects to the patient and has reported that the surgeon, was happy that the cages were in place and stable. The surgeon spent approximately twenty minutes examining the fractured pieces.

Manufacturer narrative:
Method: device history review; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It was reported that the implant fractured slightly during impaction. The oic surgical technique states that the cage must be inserted gently and progressively. Conclusion: further information was requested as well as return of the related device, however no information has been received. Without further details and a device to inspect a root cause cannot be determined at this time.

Event description:
It was reported that an oic peek cage allegedly fractured slightly on impaction during surgery. There were no adverse effects to the patient and has reported that the surgeon, was happy that the cages were in place and stable. The surgeon spent approximately twenty minutes examining the fractured pieces.